Event description:
It was reported that while doing a cycle count, they noticed that item 168394 had some hair and some sort of dirt inside the catheter lot # ngkq2761.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review is not required because labeling could not have prevented the reported issue. Correction- d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while doing a cycle count, they noticed that item 168394 had some hair and some sort of dirt inside the catheter lot # ngkq2761. Per additional information received via email on 01aug2025, it was reported that there was no patients were impacted, as the issue was identified prior to the item being picked and shipped.

Manufacturer narrative:
The reported event is confirmed manufacturing related. Visual evaluation noted received 5 all silicone foley catheters. Visual inspection of the returned sample noted foreign material located within closed packaging. Therefore, the reported event is confirmed and does not meet specifications per (B)(4) rev 35 which states "the product/assembly must be free of visible, lose or etched foreign matter, solvent spills, hair, etc." Labeling review is not required because labeling could not have prevented the reported issue. DHR review did not show any problems or conditions that would have contributed to the reported event. Correction: b,d,f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while doing a cycle count, they noticed that item 168394 had some hair and some sort of dirt inside the catheter lot # ngkq2761.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.